Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed and the occlusion alarms continued. The customer's blood glucose (bg) level was 366mg/dl during one of the event dates and a correction bolus via the pump was delivered after performing an infusion site change to address the bg level; the customer's bg level was not impacted during the other event dates. A system check was performed using the current supplies and the pump performed as intended. The customer declined to remove their infusion set site to inspect the cannula. Reportedly, the customer keeps their pump inside their pocket leading to possible abrupt temperature changes to the pump. During a follow-up call, the customer reported an additional occlusion alarms occurring. The customer reported the pump would continue to be used for insulin therapy.